Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Unit was in good physical condition. Functional testing performed. The customer's indicated failure was replicated. There was a leak in the tank cover. The tank cover was replaced to correct the issue. After repair, device passed all tests including electrical safety test. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tank was leaking and there were particles in the tank. There was unknown patient involvement, and no harm/adverse event reported.